Manufacturer narrative:
1. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 2. DHR/bhr review lot#: 4081479. 1- the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at cfs package line in may 2024. Work order quantity was (B)(4) ea. 2- review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3- review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional testing: 800mm simulated clinical leakage test and 45psi leakage test. The tests are passed, no leakage is found on the sample. Please refer to attachment for the test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
1. Was there any damage sustained to the device during use? If so, approximately where? 1. Not damaged. 2. Was the device used for multiple punctures? 2. No. 3. Was syringe used to inject fluid through the device? 3. Yes. 4. What was the pressure setting on the powered injector used? 4. Not informed. 5. Does the tubing damage was caused as a result of the high-pressure injection? 5. No. 6. Please provide picture / video / physical sample if available. 6. None.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked. On (B)(6) 2024, a closed IV indwelling needle was used to perform a venipuncture, and after successful puncture, the catheter was delivered into the vein, and when the needle was withdrawn, it was found that there was fluid leakage, which prevented it from being used properly, and the needle was replaced with a new one, which was used normally.